Event description:
The suspect meter showed variations in test results when compared to the lab. The following results were provided: inratio resulted in inr 7.2; corresponding lab results yielded 2.0 further follow-up to be performed.

Event description:
The suspect meter showed variations in test results when compared to the lab. The following results were provided. Inratio resulted in inr 7.2; corresponding lab result yielded 2.9. Further follow-up to be performed.